Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that pins holding the shift lever had fallen out. It was determined that was caused by loss spring tension with the pins. Therefore, the reported condition was confirmed. It was determined that the springs should have been replaced during the last service. The assignable root cause was determined to be due to improper assembly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The assignable root cause was reported as improper assembly in the previous medwatch report. Upon further evaluation, it was determined that the assignable root cause was determined to be component damage caused from normal use and serving over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a posterior spinal fusion surgery, it was observed that the locking switch mechanism on the motor device broke off of the handpiece. It was reported that the part of the device did not fall into the wound and there was no harm to the patient. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement involved. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.